Event description:
It has been reported to philips that flexvision monitor was not displaying images.the system was in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned non-emergency treatment procedure and the procedure was completed by using another system. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. Analysis of the log file confirmed that there was malfunctioning of the flexvision pc. Troubleshooting actions showed that that the flexvision pc was failing and the fse replaced the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.